Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The erbe iesu was replaced to correct reported problem. The system was tested and verified as ready for use. Isi received the erbe iesu involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the issue. The unit was received defective. The visual inspection shows the bezel was discolored. The top cover has the scratches. A procedure log review was conducted, which resulted in the following findings: the logs show the customer performed a prostatectomy - radical w/o lymphadenectomy procedure on (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: error code : 25913 - iesu error: c-34 - hf voltage too low in on state. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the erbe iesu had an issue after the start of the procedure and the issue was not resolved. The surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure, the customer contacted the technical support engineer (tse) to report that the monopolar curved scissors (mcs) would not work and the erbe integrated electrosurgical unit (iesu) kept throwing a c-34 fault. The caller stated they tried different mcs instruments, new cables and power cycled the erbe iesu without resolve. The customer stated the case was completed. The tse reviewed logs and found c-34 errors posted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon on (B)(6) 2022 and obtained the following additional information: the surgeon informed that the procedure was completed robotically. The issue was not resolved. They did not have monopolar energy for the remainder of the case. The malfunction caused a 45 minute delay in the case. The remainder of the procedure was done by dissecting through structures without the use of cautery. There was ¿twice¿ as much blood loss than was expected. There was a blood loss of 200cc. The typical blood loss for this procedure is about 50cc. No blood transfusions needed.